Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled, with an explant indicator displaying a date of (B)(6) 2000. Technical services (ts) was consulted, and troubleshooting recommendations were provided. Ts explained that based on the age of the device, this is likely a true positive remote monitoring disabled (rmd). Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service.